Event description:
The customer reported to olympus the tracheal intubation fiberscope had an abnormal appearance of the control section including the switch. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed the coating of the connecting tube was peeling which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the coating of the connecting tube was peeling due to deterioration. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the channel tube. Additionally, water tightness was lost due to a crack on the control unit. It was also observed that the tube cleaning brush could not be inserted due to the channel tube being crushed. It was observed that there was a decrease of light output due to a breakage in the light guide bundle. It was also observed that the connecting tube had snaking and a dent due to physical stress. It was observed that the eyepiece was deformed due to physical stress caused by a handling problem. Lastly, it was observed that the image guide bundle had significant breakages due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.